Event description:
It was reported that during follow up, an increase in threshold was observed. X-ray revealed lead was dislodged. The lead was explanted and replaced. Patient condition after the event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.